Manufacturer narrative:
Citation: todaro d early and mid-term outcomes of transcatheter aortic valve replacement using the new generation self-expanding corevalve evolut r device, structural heart 2018, vol. 2, no. 3, 229-234, https://doi.org/10. 1080/24748706.2018. 1440097. Eposted date: (B)(6) 2018. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding early and mid-term outcomes of transcatheter aortic valve replacement using the new generation self-expanding corevalve. Medtronic received information via literature regarding early and mid-term outcomes of transcatheter aortic valve replacement using the new generation self-expanding corevalve evolut r device. All data were collected from a single center between march 2015 and september 2017. The study population included 842 patients (predominantly female, median age 81 years), 320 of which were implanted with medtronic evolut r device and 522 patients were implanted with corevalve device. No serial numbers were provided. Among all who received evolut r bioprostheses, all-cause and cardiovascular mortality at 30-day mortality were 2.2% and 1.9% respectively. During hospitalization, one patient died during the procedure due to aortic rupture after balloon post-dilatation. Based on the available information, medtronic product may have caused or contributed to these deaths specifically death due to aortic rupture. One patient died at day 2 after transcatheter aortic valve replacement (tavr) as a consequence of cardiac tamponade due to right ventricle perforation by the temporary pacemaker lead; the second patient died subsequently due to an acute hemolytic transfusion reaction which occurred at day 4 after the procedure ; the third patient died at day 15 after tavr due to fulminant hepatic failure. Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events attributed to evolut r bioprostheses includes: frame underexpansion, valve embolization requiring second valve, low implantation, aortic rupture, conduction disturbances, permanent pacemaker, stroke, transient ischemic attack (tia), major and minor bleeding, severe mitral regurgitation, left ventricular outflow tract (lvot) obstruction, major and minor vascular complications, cardiac tamponade and severe paravalvular leak (pvl), based on the available information, medtronic product may have caused or contributed to these adverse events. Among all patients, adverse events attributed to corevalve bioprostheses includes: stroke, transient ischemic attack (tia), second valve implantation, major and minor bleeding, major and minor vascular complications, cardiac tamponade and severe paravalvular leak (pvl), conduction disturbances and permanent pacemaker implantation. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.